Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that since implant, the patient, the doctor and the manufacturer representative (rep) have not been able to get more than 4 coupling boxes. They have tried everything to adjust it but it hasn't resolved so the device is "not fully functional". It was noted the patient will be having the ins removed around (B)(6) 2018 and may replace it with a pump. The patient wants to keep their ins until they get weaned off their medications completely. It was noted the patient has been in the process of getting off morphine and fentanyl, and they don't want to get the pump. The patient will be discussing this with their doctor. No symptoms were reported. No further complications were reported or anticipated.